Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. A non-bsc balloon catheter was used to complete the procedure. No patient complications were reported.